Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture found in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: during investigation, the original complaint was unable to be confirmed. There was no evidence of moisture damage observed in the cartridge compartment. A leak test was performed and passed. The pump was opened and there was no evidence of internal moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked at the case seal below the bumper.